Manufacturer narrative:
The associated device was returned, initial functional testing was completed and the device passed.

Event description:
The patient reported that their meter is inaccurate, and that readings taken simultaneously with there meter and a capillary lab test, were outside the +/- 20% allowed via FDA guidelines.